Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps and adapter caps were returned attached to the dialyzer. There was blood noted throughout the dialyzer and in both head caps. During a gross visual examination, fiber fragments and broken/kinked fibers were identified within the bell housing on the cavity ID end of the dialyzer. No other damage or irregularities were visually noted on the returned sample. The sample was not subjected to a laboratory leak test as potted fiber fragments are known to affect the integrity of the dialyzer and cause a leak. The dialyzer was then subjected to destructive disassembly for further visual examination. A fiber fragment was identified at approximately 220° on the cavity ID end, with the dialysate ports positioned at 0°. The fiber fragment extended from the potting surface measuring approximately 0.71 mm in length under magnification (x20). The opposing end of the fiber fragment was not located. Further examination of the complaint device did not identify any other damage or irregularities. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was then conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event.

Event description:
It was reported to fresenius that an internal dialyzer blood leak occurred at the beginning of a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow up with the clinic¿s facility administrator (fa). The blood leak was reported to be visually observed in the dialysate compartment of the dialyzer. A blood test strip was used and tested positive for the presence of blood. It could not be confirmed if the machine alarmed. No damage was identified on the dialyzer. The patient was dialyzing on a fresenius 2008k machine with fresenius bloodlines. The patient¿s blood was not returned. Blood loss was estimated to be 200 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was reported to be available for a manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that an internal dialyzer blood leak occurred at the beginning of a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow up with the clinic¿s facility administrator (fa). The blood leak was reported to be visually observed in the dialysate compartment of the dialyzer. A blood test strip was used and tested positive for the presence of blood. It could not be confirmed if the machine alarmed. No damage was identified on the dialyzer. The patient was dialyzing on a fresenius 2008k machine with fresenius bloodlines. The patient¿s blood was not returned. Blood loss was estimated to be 200 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was reported to be available for a manufacturer evaluation.